Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation was able to be confirmed. The reported difficulty to remove was unable to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced, resistance was met with the lesion resulting in the reported failure to advance. As the device was being removed, interaction with the rotating hemostatic valve (rhv) resulted in the reported/noted stent strut damages (bent, overlapped) thus resulting in the reported difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.75 x 28 mm xience xpedition stent delivery system (sds) was advanced to the lesion and would not cross. Upon removal of the sds from the guide catheter, one of the stent struts was found to be bent. Another xience sds was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. Additional information received states: the stent went into the guiding catheter smoothly, but when it was being removed, resistance was met at the rotating hemostatic valve, but it passed through. When the sds was removed, the stent damage was observed. No additional information was provided.